Event description:
A large breed of draft horse (belgian) presented with a non-viable foal in utero. A c-section was done as per standard procedures. Within 36 hours due to clinical presentation of peritonitis, the horse was euthanized. Post mortem uncovered a broken #1 maxon suture, however this suture was not retrieved for analysis.